Manufacturer narrative:
(B)(4).

Event description:
A report has been received from an rn who has reported an event of a suspected dialyzer reaction. It has been learned in speaking with the reporter of this event that the symptoms were shortness of breath and a cough. It was documented that the respiratory rate was 20-24. The reporter also stated that the pt has been at this unit for 1 month. The rn also reported that this is an anxious pt. For this event, a 50 mg IV dose of diphenhydramine was given and oxygen was administered. Reportedly the pt was calm and quiet after receiving the medication and was able to complete treatment. The pt now receives dialysis on the asahi am bio 100 with no further ill effect. There is no sample for an eval and the lot # of the involved product is unk. It was also documented that the pt did have a total of 3.5kg fluid over dry weight. It was also reported that this pt received dialysis with use of an implanted catheter.